Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the lead dislodged several times, the physician tried several placed the lead could not be fixed. The lead was not used and a new lead was placed successfully. The patient did not experience any adverse consequence and was stable post procedure.